Event description:
It was reported that during and after a carotid stent procedure, the patient experienced multiple symptoms lasting for three days (bradycardia and hypotension) and beyond (atrial fibrillation). During the procedure, the patient had an episode of bradycardia and hypotension for which the patient received atropine. In the intensive care unit, the patient had an episode of atrial fibrillation. The atrial fibrillation with hypotension was determined to be new onset. The hypotension was most likely due to hypovolemia. The atrial fibrillation may be related to hypovolemia or the dopamine that patient was started on. The patient was treated with amiodarone and boluses of normal saline. The patient was discharged in 6/2005.